Manufacturer narrative:
Visual inspection confirmed the nitinol marker was under the lumen #2 polyimide tubing. The root cause was attributed to operator error and missed inspection. The balloon in question was manufactured in february, 2009. In may, 2009, the inspection stop to inspect nitinol wire was moved to be performed immediately after assembly instead of at the final assembly. In june, 2009, production was retrained. We have not rec'd any other reports of misplaced nitinol markers from lot m09022401.

Event description:
The nitinol marker of the balloon was observed to be under the lumen #2 polyimide tubing instead of lumen #1. The misplacement was noticed prior to treatment. Treatment performed successfully. No pt impact.